Event description:
The customer reported the system shut down uncommanded. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.